Manufacturer narrative:
Date of event corrected. Event description updated with additional information. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject is not available for analysis; therefore, a physical as well as a functions evaluation cannot be performed. An evaluation conclusion code of cause not established will be assigned to this event

Event description:
It was reported that frontal beam was observed, after 343,354 joules and 46 minutes of use, during a photoselective vaporization of the prostate (pvp) procedure. The fiber was in good condition prior to use. There were no difficulties encountered during the use that could have contributed to the reported event and there was no courtesy message observed. The flow valve was opened and fluid properly exited through the side window. There was no observation of pulse or modulation at the tip of the fiber. There was no excessive tissue accumulation on the fiber tip as the fiber made no contact with tissue and therefore the tip did not require cleaning. The procedure was completed utilizing another fiber. There was no serious injury to the patient and patient was stable.

Event description:
It was reported that frontal beam was observed, after 343,354 joules and 46 minutes of use, during a photoselective vaporization of the prostate (pvp) procedure. The procedure was completed utilizing another fiber. There was no serious injury to the patient and patient was stable.

Event description:
It was reported that frontal beam was observed, after 343,354 joules and 46 minutes of use, during a photoselective vaporization of the prostate (pvp) procedure. The procedure was completed utilizing another fiber. There was no serious injury to the patient and patient was stable.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.